Event description:
A customer reported that the product broke immediately prior to use. Specifically, the probe tip detached from the drape. No patient injuries, infections, or complications were reported.